Event description:
A report was received stating an endobronchial tube's cuff did not completely deflate. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No fault found. The reported defect could not be detected on the returned sample.